Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer advised, end user stated, crossbrace is broken but could not provide which side.